Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly the customer suspended insulin. A correction bolus was delivered to address bg.